Manufacturer narrative:
Device not returned for evaluation.

Event description:
Following 6 hours of use, the blood clotted in the cbc. As a result, the blood could not be reinfused and a blood transfusion was performed. It is unknown whether the blood was pre-donated or from a blood bank. It was alleged that multiple patients were affected. After several attempts to get additional information, we were unable to confirm this.